Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: h6 medical device problem. A getinge field service engineer (fse) inspected the unit and was unable to replicate the reported issue. An initial functional check was successfully completed using a test catheter and trainer, with no abnormalities observed. Review of the event logs identified multiple instances of code 53 (fos bit failed) on 21 may, correlating with the user complaint. Internal inspection of the unit revealed no traces of saline. The fiber optic connector was intact, and the fiber optic module was clean and free of fluid contamination. As a precautionary measure, the fse replaced the fiber optic module. Fluid residue was identified on the hospital cart helium transducer connector to the interface cable; therefore, the hospital cart helium transducer, o-ring, and interface cable were replaced. The unit was calibrated and passed all functional and safety tests in accordance with the manufactuer's specifications. Parts were received with a reported failure of the fiber optic module and fluid ingress on connectors. The fat performed a visual inspection and found to have signs of saline residue on them and part was in good condition. The fat installed in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed on this part. Retaining the parts in the failure analysis and testing department

Manufacturer narrative:
Due to characterization limit, below field are added from e1- event site name - university of (B)(6) medical cent. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient cardiosave intra aortic balloon pump (iabp), fiber optic module failure occurred. There was no harm reported to the patient.